Event description:
The following information comes from "journal of neuroendovascular therapy" 2014 vol.8, no.5. Page 273 to 279. An 8f angio-seal vascular closure device was selected for use following a percutaneous transcatheter angioplasty (pta) for rt-ica occlusion via a right common femoral artery (rt-cfa) punctured. The patient experienced delirium from anesthesia and was restless leading to a venous hemorrhage and scratching at the puncture site. Postoperatively, the puncture site had delayed swelling and tenderness; the patient was febrile; bacterial cellulitis was treated with antibiotics; (B)(6) was confirmed by blood culture and increased swelling at the puncture site was observed. Multiple CT and ultrasounds were performed during the patient's recovery and on postoperative day 51, an infectious pseudoaneurysm was diagnosed. After infusion of antibiotics, the cellulitis improved and on postoperative day 87, a surgical graft replacement was performed. On postoperative day 138, the patient's status improved and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed